Manufacturer narrative:
The investigation was not complete at the time of initial reporting. The investigation summary is provided here. On 03/15/2016, one mst8 mammotome biopsy probe, lot number f11546323d1, was received from the customer for analysis. Visual inspection of the device confirmed a damaged carriage assembly. Device analysis confirmed incorrect positioning (probe needle positioned outside of the holster firing fork). When the probe is improperly position outside the firing fork, the firing stroke is overextended, potentially causing a separation or breakage of the carriage assembly. The injury reported is not an anticipated outcome of this failure mode. The patient (i.e. Medical tech) has experienced no further medical consequence. No further follow-up required.

Manufacturer narrative:
The device has not been returned to the manufacture for evaluation which prevents a full investigation and analysis of the root cause at this time. However, a possible cause of this malfunction is an incorrect positioning (probe needle positioned incorrectly outside of the holster firing fork). The firing fork ensures the firing stroke does not travel too far when the needle is fired, and ensures proper positioning within the breast. When the probe is improperly position outside the firing fork, the firing stroke is overextended, potentially causing a separation or breakage of the trough. In this event the tech loaded the probe onto the holster and armed it, after which the customer notice that the probe needle was positioned outside the firing fork. Then the customer tried to reposition the probe correctly inadvertently hitting the firing button and cutting her finger. The tech was unable to stop the bleeding and was sent to the emergency room for follow-up care. Stitches were suggested but the tech refused. D due to the injury that required additional treatment in the emergency room, we are submitting this medwatch pursuant to 21 cfr 803.

Event description:
The sales rep reported that upon setup of 8g legacy probe, white plastic neck of probe fell off. The plastic cover on the needle was off and tech cut her finger on the trough area.